Event description:
Customer reports: we have discovered that when cardinal changed the syringe from covidien brand to the cardinal brand they changed the specifications of the syringe. This syringe is calibrated to a smith medical syringe pump used in the or,ICU and nicu. The pump will not recognize the syringe because it is 1-2 mm narrower than the covidien syringe. Is there any solution to this problem?

Manufacturer narrative:
Returned sample was requested but haven't received yet. The DHR of this lot was reviewed without any issue. The design history file and 510k submission were reviewed. This syringe is designed for manual use only, not for pump use. For manual use or not for pump use was not presented on any labeling of this product. The compliant history was review no pump compatability issues with this product were received before. A recall was conducted by distributor cardinal health 200 llc with recall number z-0855-2024. The corrective action putting the caution "for manual use or not for pump use" on all syringes' labeling of (B)(6) will be taken. A follow-up report will be submitted if any additional information from the received samples.